Manufacturer narrative:
(B)(4). Summary of investigational findings: visual inspection found captor valve torn which is assumed to be the root cause of this event. Based on what is reported and the results of the investigation it is unknown how and when the disk was torn, however this tearing of discs most likely happened somewhere during the procedure. Internal actions have been initiated and relevant personnel have been informed of this incident. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent stent graft placement for dissecting aneurysm of aorta with right femoral artery approach on (B)(6) 2014. It was off-label use since the device was used to close entry of type-b dissection though, the physician decided to conduct the procedure since it would be less invasive for the patient. During preparation, heparinized saline leaked from distal side of the hemostatic valve after peel-away sheath was removed with extreme caution. Despite the leakage, the device was used on the patient. When the gray positioner was removed after stent graft was deployed, the hemostatic valve did not function as intended and blood continuously leaked from the valve. Then, the valve was rotated in a "close" position though, it hardly controlled the leakage and large volume of blood leaked as a result. Delivery system of the tx2 was removed, then dryseal sheath manufactured by gore was used instead. The physician took a wait-and-see approach. Patient outcome: there have been no adverse effects to the patient reported.